Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm and also stated that he has been receiving no delivery alarms. Customer stated that it takes him several tries to suspend bolus. Troubleshooting was not performed as buttons on the insulin pump were unresponsive. Customer's current blood glucose reading is 131 mg/dl. No further information reported.